Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. It was also reported that the insulin gauge was inaccurate. Customer continued to use same cartridge and resumed insulin deliveries. It was also reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue, so no additional information was obtained. The customer's blood glucose level was 333-372 mg/dl.